Event description:
It was reported that during a lap cholecystectomy procedure the clips were misformed. The procedure was completed with a like device, no adverse pt consequence reported.

Manufacturer narrative:
Date sent: 06/16/2008. Info anticipated, but unavailable at this time.